Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient was scheduled to have an explant. The cause of the burning was not determined. At the time of the exam, the manufacturer representative noticed that the patient¿s battery was on when she thought that it was off. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain via a manu facturer representative. It was reported that the patient experienced burning sensation at the ins site. It was noted that the impedances were within normal range. The battery was already turned off at the time of the report since it was the patient¿s first post-op appointment. The patient¿s healthcare provider (hcp) requested that the patient keep the battery off for two weeks until their next appointment. No further complications are anticipated.